Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the share log was performed and the allegation and the probable could not be determined.